Event description:
As reported by the user facility: safety clip did not cover tip of needle after catheter insertion- nurse received needlestick injury. Protocol followed for needlestick injury. Additional info provided by the facility indicated the nurse is fine and all protocol bloodwork testing performed is negative. The lot number remains unk.

Manufacturer narrative:
The actual introcan safety needle with clip involved in the incident was returned to the MFR to evaluate. The sample was returned with the clip covering the needle tip. The catheter was not returned. The clip dimensions that could be checked were measured and found to be within the design specifications. However, no specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. The sample and all available info has been provided to the actual MFR.